Manufacturer narrative:
Block h6: device code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-02288 for the exalt model b single use bronchoscope, large. It was reported to boston scientific corporation that an exalt model b monitor kit, large, was used during a bed side bronchoscopy procedure under general anesthesia on (B)(6) 2023. During the procedure, while the physician inserted the scope into the patient's vocal cords to place an et tube, the image was lost. The scope was then removed and reinserted into the monitor. However, the issue was not able to be resolved, the monitor's image remained blank. A new exalt b scope was used to complete the procedure without patient complications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-02288 for the exalt model b single use bronchoscope, large. It was reported to boston scientific corporation that an exalt model b monitor kit, large, was used during a bed side bronchoscopy procedure under general anesthesia on (B)(6) 2023. During the procedure, while the physician inserted the scope into the patient's vocal cords to place an et tube, the image was lost. The scope was then removed and reinserted into the monitor. However, the issue was not able to be resolved, the monitor's image remained blank. A new exalt b scope was used to complete the procedure without patient complications.

Manufacturer narrative:
Block h6: device code a06 captures the reportable event of loss of visualization inside the patient. Block h10: the returned exalt model b monitor kit was thoroughly inspected and analyzed. Product analysis was not able to replicate the failure. Upon reviewing the system logs, it was found an intermittent issue when connecting a single-use device over the span of march 2023 and april 2023 and narrowed the field of potential root causes to the scope connection port, internal hardware failures, or internal connections between electronics in the unit. Further investigation was conducted by disassembling the unit to inspect the connections between the exalt monitor and an exalt scope. It was noticed that the monitor and the single-use device connectors were misaligned when connecting an exalt model b scope. However, product analysis was unable to fully isolate the error to any specific hardware component, as the intermittent problem could not be replicated during the time spent testing. With all gathered information, boston scientific concludes the most probable root cause for this investigation is cause traced to component failure, which indicates that the failure was an expected or random failure with no relation to design or manufacturing. This investigation has not identified a design or manufacturing process related issue for the reported batch number.